Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system leaked during the MRI. The following information was provided by the initial reporter, translated from "customer reported severely leaking nexiva diffusics on the MRI." "It was leaking at the point.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd was able to determine the root cause of the failure to be manufacturing procedures since it could be replicated by our manufacturing team during final assembly. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system leaked during the MRI. The following information was provided by the initial reporter, translated from "customer reported severely leaking nexiva diffusics on the MRI." "It was leaking at the point.